Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-08723. It was reported the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.

Event description:
New information received notes the cause of death was due to acute oxycodone, and there were no allegations the cause of death was due to the implantable cardioverter-defibrillator.

Manufacturer narrative:
Analysis was normal. No anomalies were found.